Event description:
Pt underwent placement of pneumothorax catheter by physician using a cook catheter reference number (B)(4). It was discovered during a subsequent surgical procedure on (B)(6) 2011 that the protective plastic tip to the catheter was not taken off during prior to the initial placement of the pneumothorax catheter and became lodged in the pleural space adjacent to the lung. It is believed that the tip became dislodged from the catheter when the catheter was removed just prior to the surgery. During this surgery, the surgeon simply removed the plastic tip with no harm to the pt. The plastic tip measures about 3/4 of an inch long and about 1/8 wide. Pt was informed of foreign body retention and made full recovery from surgical procedure. Reason for use: pleural effusion.